Event description:
It was reported that this pacemaker system exhibited low, out-of-range right ventricular (rv) pacing impedance measurements, measuring less than 200 ohms. The rv lead was reprogrammed to unipolar pacing and sensing at an in-office interrogation on the same date. Technical services reviewed device data and found there was noise which appears to be due to myopotential. This noise was also mirrored on a non-boston scientific right atrial (ra) lead. Isometrics was performed and the noise could be recreated however, there was no oversensing. Additionally, there was a stored signal artifact monitoring (sam) episode due to oversensing of atrial fibrillation/atrial flutter. Technical services provided troubleshooting options. At this time, this system remains in service. No adverse patient effects were reported.